Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon stated that the handle didn¿t feel right, was freezing up and catching and wasn¿t firing properly. Surgeon fired on the duct and the clip was malformed. When the surgeon could fire the clip applier outside of the patient the clip scissored. Another like device was used to complete the procedure. There were no adverse consequences for the patient.